Manufacturer narrative:
The pump exchange referred to was reported under medwatch MFR# 2916596-2014-01935. The intracranial bleeding event was reported under medwatch MFR# 2916596-2014-01089. The bleeding issues were reported under medwatch MFR# 2916596-2014-00019. Approximate age of device ¿ 6 months. The explanted device was not available for analysis. A correlation between the device and the reported event could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The patient was initially implanted with an lvad on (B)(6) 2013 and had a pump exchange on (B)(6) 2014 for thrombus. On (B)(6) 2015 the patient presented with both lvad thrombosis and an unspecified peripheral embolic event. Additionally, the patient currently has gi bleeding with a positive stool guaiac test. The patient has a history of multiple bleeding events since the original implant (epistaxis, pericardial effusion, spontaneous intracranial hemorrhage requiring neurosurgery). Thromboelastography (teg) indicates a platelet function issue that would require high dose aspirin therapy and probably plavix, together with higher doses of coumadin. It was reported that in the face of gi bleeding and the prior intracranial hemorrhage, the patient is an overall high surgical risk candidate with a high probability of bleeding and/or thrombotic events in the future. On (B)(6) 2015, the patient experienced anemia which was reported as multifactorial in origin including hemolysis and gi bleeding. The health care providers considered administering tissue plasminogen activator (tpa) therapy for the pump thrombosis and embolic event; however decided against it in the face of the patient needing to have an esophagogastroduodenoscopy (egd) and concern for neurological conversion to a cerebral hemorrhage. At the time, the patient was on coumadin, heparin and plavix which was tolerated without any overt bleeding. After consideration of the significant bleeding risks of administering tpa, the patient¿s physicians elected to explant the lvad and manage the patient with chronic inotropic therapy. The pump was explanted on (B)(6) 2015. No additional information was provided.